Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown device code - unknown; expiration date - unknown; date implanted - 1998; unknown; date explanted - 2015; unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial hip arthroplasty around 1998. Subsequently, patient was revised on an unknown date in 2015 due to dislocation. The liner was removed and replaced. Furthermore, patient underwent a revision seven weeks later due to dislocation. During the procedure, the cup was removed and replaced.